Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump was also received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was submerged in water. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.